Event description:
It was reported that the patient presented for an implant procedure. During the procedure, device interrogation revealed that the lead exhibited loss of sensing, high capture threhold and high pacing impedance. As a result, the atrial lead was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.